Event description:
It was reported when using the bd vacutainer® multiple sample luer adapter there was poor sleeve function. The following information was provided by the initial reporter. The customer stated: "the health care provider connected the luer adapter to a single-use holder and transferred blood into a tube; the black rubber sleeve then fell off."

Manufacturer narrative:
H.6. Investigation: bd received 4 samples and 4 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for 'sleeve fall off' with the incident lot was not observed. Additionally, the customer samples were evaluated by functional testing and the indicated failure mode for 'sleeve fall off' with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® multiple sample luer adapter there was poor sleeve function. The following information was provided by the initial reporter. The customer stated: "the health care provider connected the luer adapter to a single-use holder and transferred blood into a tube; the black rubber sleeve then fell off."